Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio determined that the cause of the reported issue was due to a third party usb data cable which was plugged into the device. When the third party usb data cable was removed from the device, proper operation was observed.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The removed third party usb data cable was disposed of by the customer and therefore not returned to physio-control for further examination.

Event description:
The customer contacted physio-control to report that their device would power off by itself. There was no patient use associated with the reported event.